Manufacturer narrative:
Additional information provided in a.2., b.6., d.4., and h.4. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A consumer reported, via medwatch report (mw5101515), having experienced rainbow glare, and dark brownish speck floaters, after lasik surgery. Reporter informed that he was advised to keep eyes closed as much as possible and could continue regular day to day tasks, on the following next day after the procedure. The reporter informed having opened eyes and noticed four vertical rainbow lines, while looking vaguely around the ceiling fan light in room. Reporter informed experiencing debilitating prominent rainbow glare, around light bulb in left eye, and informed that the problem has not improved. The reporter also noted having experienced dark, brownish specks floaters, which hadn't existed prior to the surgery. The doctor informed the reporter that it usually goes away on its own and said there should be enough time between the first and the second surgeries. Reporter informed that rainbow glare was affecting his vision when driving at night, due to the bright headlights of oncoming vehicles as well as other bright light sources, including street lights. Reporter additionally informed that the reported symptoms began the day after surgery, and haven't resolved. There are two related reports for this patient. This report addresses the patient's left eye, and another manufacturer report will be filed for the fellow eye.

Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).